Event description:
Champion af study. It was reported that thrombosis occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was) with a complete laa seal and deployed device diameter of 27.6 mm. The following day the patient was discharged on aspirin 100mg and dabigatran 220mg. On (B)(6) 2022, 124 days post procedure, during a routine follow up examination transesophageal echocardiogram imaging revealed a laminar, non mobile thrombus measuring 0.8cm squared on the atrial facing surface of the closure device. A second non mobile thrombus measuring 0.8cm squared was also visualized in the left atrium. In response to the thrombus a medication adjustment was made. No patient complications were reported.

Manufacturer narrative:
(B)(6).